Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject had scope ID (circuit board) error. There were no reports of patient harm

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, e1: (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The (fse) went onsite and found that the camera head was giving a scope ID error. The fse tried restarting the system, and still the same error e228 was presented. The device was not returned to olympus for inspection; however, a reproduction check was conducted by the on-site inspection by the fse. And the reportable malfunction scope ID error (e228) was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject had scope ID (circuit board) error. The issue was found during routine inspection. There were no reports of patient harm.